Event description:
The customer stated the cell-dyn sapphire analyzer faulted with an aspiration probe fail to return. The customer stated the probe appeared to be stuck inside the vent assembly. The customer was instructed to power off the analyzer and remove the aspiration probe, then reboot. The customer was advised to replace vent head assembly and aspiration probe and the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.